Manufacturer narrative:
A manufacturing investigation was performed for the complained device (2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, part number 04.211.018). The investigation has shown that one va locking screw is broken just below the screw head; both parts (head and shaft) were returned for investigation. The shaft-thread, just below the fracture site, is badly damaged; this was most likely caused by the removal instrument. Apart from that no damages were noticed. Upon receipt the dimensions of the broken screw were checked. Based on the measured dimensions and in accordance with the appropriate surgical technique the article number of the broken screw could be identified as 04.211.018. Since the exact lot number is not available the present complaint cannot be further analyzed. However, the broken surface is homogenous what indicates material conformity as well. Please note, multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. No definitive root cause was able to be determined. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Other device product code used: hwc. (B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision removal surgery to remove the implant from distal upper arm fracture on (B)(6) 2016. During the surgery, the head of a locking screw broke at the beginning of the removal. The screw was fixed to the locking compression distal humeral plate (lcp-dhp), left, with lateral support. This occurred when the surgeon inserted the screwdriver and started drilling. The hole in question is either one of the distal two holes on the support side. According to the surgeon the breakage might be caused by the pressure loaded on the screw during the implanted period. The surgery was prolonged about 30 minutes. No patient harm reported. Concomitant reported parts: one (1) locking compression distal humeral plate (part: 04.117.702s, lot: 9342549). One (1) screwdriver (part and lot unknown). This report is for one (1) locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code used hwc. (B)(4). A manufacturing investigation was performed for the complained device part # 402.218s. The investigation has shown that one locking screw is broken just below the screw head; both parts (head and shaft) were returned for investigation. The thread of shaft, just below the fracture site, is badly damaged; this was most likely caused by the removal instrument. Upon receipt the dimensions of the broken screw were checked. Based on the measured dimensions, the anodized color and in accordance with the appropriate surgical technique the article number of the broken screw could be identified as 402.218s. Since the exact lot number is not available the present complaint cannot be fully analyzed. However, the broken surface is homogenous what indicates material conformity as well. Please note, multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. No manufacturing related issue was identified and/or confirmed. No definitive root cause was able to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.